Manufacturer narrative:
The following devices were also listed in this report: tritanium patella-asymmetric; cat # 5552-l-350; lot # w0e61. Triathlon p/a cr beaded #6r; cat # 5517f602; lot # y9x4r. Tritanium bplate triathlon s7; cat # 5536b700; lot # ctd115708. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient is s/p rev rtka due to infection. Only component removed today was 7x13 tibial insert." Rep confirmed that no further information will be released by the hospital or surgeon.